Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 524 mg/dl. The customer was treated with an insulin pen. The alarm had not occurred during the manual prime. The issue was a past event that was resolved with a set change.